Manufacturer narrative:
If additional info becomes available, then it will be submitted in a supplemental report.

Event description:
It was reported that: "the pt is experiencing pain from her primary surgery. Sales rep called operating room assists and wanted to know if catalog #542-11-54f (lot code mepawj) was part of the limited series of psl shells that were involved with our 2008 trident recall. An e-mail was sent to regulatory compliance to follow with rep. Rep stated that regulatory did check the lot code and it was not affected by the recall. Rep would like to have a per generated and a letter for doctor advising that this particular lot code for the psl shell was not affected by the 2008 trident recall."